Event description:
It was reported that during a total knee arthroplasty procedure, it was observed that during the distal cut, the saw handpiece device made several abrupt moves that ¿bound the sawblade in the distal cut¿. The reporter stated that the move put the sawblade at an angle that ¿the surgeon feared would fracture the bone¿ and stopped. It was further reported that after stopping, it was very difficult to remove the blade from the cut plain due to the angle. The reporter stated the distal cut was finished with a manual saw. After finishing the distal cut manually, and moving the saw to the next position, the surgeon was able to finish all the cuts. It was reported that the system was requesting to see the tibia array while cutting the femur. No error codes were present on the system. It was further reported that a message appeared on the screen to adjust the distance of the device. The reporter stated that the distance was not readjusted. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical products: concomitant medical devices and therapy dates, robotic assisted saw handpiece device, (B)(6) 2022. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h10 additional narrative: the actual device was evaluated and there were no defects with the system or the software observed. The device log files were reviewed and it was determined that the reported condition was confirmed. Based on a review of the log files, it was determined that the issue occurred when the saw and the array were in the same cut plane and caused therefore, the system could no longer track the arrays. It was confirmed that pop-ups were displayed with recommended actions for the user to take to avoid the recurrence of the issue. The recommended actions were not taken. The assignable root cause was due to user error from incorrect positioning of the camera and failure to follow screen prompts.